Event description:
It was reported via phone call that the customer passed away. The customer was hospitalized due to high blood glucose level. The cause of death was atherosclerosis and diabetes. Customer's date of passing was (B)(6) 2021 and customer was wearing insulin pump at the time of death. The customer¿s blood glucose was over 600 mg/dl at the time of hospitalization. The customer was not using sensors. It was unknown whether customer used auto mode. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.